Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported hospitalization due to high blood glucose. The insulin pump alarmed motor error. The blood glucose reading is 118 mg/dl. The drive support cap is protruded. The blood glucose reading at the time of the event was 422 mg/dl. Customer was vomiting and dehydrated. Nothing further reported.